Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number: 3006705815-2024-02325. Additional information was received that both of the leads migrated.

Event description:
It was reported that the patient's lead migrated after taking a fall. Surgical intervention may be undertaken at a later date to address the issue. Investigation was unable to determine which of the leads migrated.

Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000039291.